Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in canada, during a transcatheter aortic valve replacement with a 26mm sapien 3 ultra valve, the valve was deployed too low, and required immediate open surgical intervention. At the time of reporting, the patient was stable in the ICU.

Manufacturer narrative:
Added h6- type of investigation, investigation findings, and investigation conclusions corrected h6- impact code and clinical code the device was not returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history review (DHR) or lot history review are required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU and procedural training manual were reviewed. During thv delivery, disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Position the thv with respect to the valve. As necessary, utilize the flex wheel to adjust the co-axiality of the thv and the fine adjustment wheel to adjust the position of the thv. Before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin thv deployment, unlock the inflation device. Ensure hemodynamic stability is established and begin rapid pacing; once arterial blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Using slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated turn off the pacemaker. No IFU/training deficiencies were identified. As the valve embolization was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The complaint for valve embolization was unable to be confirmed due to unavailability of relevant imagery. No potential manufacturing non-conformance were identified during the evaluation. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. As reported, "during valve deployment the balloon jumped into the lv, leaving the valve partially deployed. The balloon was repositioned within the valve and inflated resulting in full expansion of the valve. However, the balloon once again jumped into the lv, this time bringing the valve with it. At this point the valve was fully embolized within the lv". In this case, the forward movement of the delivery system during deployment indicates that the system may have a stored tension. Navigating through tortuous anatomy and positioning thv in heavily calcified annulus (thv may lock into the calcium) may cause tension build-up in the system. Training manual instructs the user to release stored tension prior to thv deployment. If tension is not released prior to deployment, the stored tension may cause the delivery system to move during deployment leading to valve embolization. As such, available information suggests that patient (tortuous vasculature/heavily calcified annulus) and/or procedural factors (not released stored tension prior to deployment) may have contributed to the reported event.

Event description:
As reported from our affiliates in canada, this was a case of a 26mm edwards sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. During valve deployment, the balloon jumped into the left ventricle (lv), leaving the valve partially deployed. The balloon was repositioned within the valve and inflated resulting in full expansion of the valve. However, the balloon once again jumped into the lv, this time bringing the valve with it. At this point the valve was fully embolized within the lv, and they were unable to pull it back up to the level of the annulus. It is the opinion of the operators that this was due to a combination of tortuosity in the patient's vasculature, and a very calcified restrictive aortic annulus. The only treatment option available was surgical intervention. The valve was removed from the lv, and a non-edwards valve was implanted with good result. After an ICU stay, the patient recovered and was transferred to the rehab unit.

Manufacturer narrative:
Updated b5, d4 serial number and expiration date, h4 manufacturer date, and h6 device code.